Event description:
During a hind foot fusion surgeon was reaming the right tibia with a 12mm reamer head for graft material. The (B)(6) needed to be tightened a few times and the surgeon left the suction on. Surgeon discovered that no graft material went into the filter. Surgeon selected another filter and used a larger 12.5mm reamer head for additional reaming of the right tibia. Surgeon collected only 10cc of graft material and used additional graft from a packaged source. The procedure was completed.

Manufacturer narrative:
Add'l info has been requested. Subject device is an instrument and is neither implanted nor explanted. The investigation could not be completed, no conclusion could be drawn as no product was returned. A device history record review will be requested.